Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026 and the event occurred within three hours of insertion at the abdominal site and the patient had a blood glucose level of 220 mg/dl and was treated with correction boluses via the pump and additional correction injections.